Event description:
It was reported that a revision surgery was performed on the (B)(6) 2020 due to polyethylene abrasion in combination with metallosis and osteolysis. The initial surgery took place in (B)(6) 2016. From summer 2019 on the patient suffered from pain, restriction of shoulder movement, and a strong squeaking noise occurred when moving the shoulder. During the revision surgery it was noticed that the devices didn`t show any sign of loosening and the position was still correct. The polyethylene part of the device showed a high pe consumption and is massively thinned out. In the free joint space, a broken off part of the polyethylene was found. Osteolysis could be observed at the upper glenoid pole of approx one cubic centimeter to the proximal screw caused by the metallosis. The patient was treated by replacing the polyethylene inlay with a new one of size medium. Removal of the old an application of a new anti-allergenic eclipse dome as usual of size 47/16. In addition a resection of any metabiotically altered soft tissue as well as synovial tissue was performed. The surgery was finished successfully. The patient reports a permanent limitation of movement since the incident.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event.